Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was received for product evaluation. The locator was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was properly mated with the sheath. No obstruction was identified with the locator drip hole. There were no outward signs of damage or deformation. There was no damage noted with carrier tube assembly as well. Dimensional testing of the inner diameter of the drip hole was measured to be 0.022" which was within the manufacturer specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.054" which was within the manufacturer specification of 0.056" +/-0.002". All measurements were found to be within the manufacturer specifications. Functional testing was performed, and the locator was removed and re-inserted into the sheath and audible and tactile snap were confirmed. The alignment of the blood inlet holes was checked, and no anomalies were found. The drip hole was checked for flash or other obstructions and none were found. Then, the locator/ sheath assembly was flushed with water and the water flow was confirmed. No functional anomalies were noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal device was used; however, they did not get pulsatile blood return from the arteriotomy locator when they knew they were in the vessel. They removed the arteriotomy locator, flushed it with saline, and attempted to use again with the same result of no blood pulsating from arteriotomy locator. The patient's condition was stable, they were unharmed. The procedure outcome was a success. Additional information was received on 14nov2019. The procedure performed was a diagnostic left heart catheterization. They had difficulty gaining initial access with micro puncture, not delivering the 6fr pinnacle sheath. A femoral angiogram was performed before closure. There were no difficulties inserting or removing sheath. Manual pressure was used to achieve hemostasis.